Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not power on when the customer plugged the pump in to charge, despite attempting to charge with multiple usb cables, wall adapters and power sources. The customer's blood glucose was 218 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.